Manufacturer narrative:
The event of "delayed healing" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿pain,¿ ¿increased risk of developing cancer¿loss of enjoyment of life¿ and had implant removal due to implant being too large, it ¿prevented the incisions from fully closing and healing", and ¿suffering, disability, impairment, disfigurement,¿.

Event description:
Patient representative reported patient experienced ¿pain,¿ ¿increased risk of developing cancer¿loss of enjoyment of life¿ and had implant removal due to implant being too large, it ¿prevented the incisions from fully closing and healing.¿ patient representative also reported patient experienced ¿suffering, disability, impairment, disfigurement,¿ these events are not related to the device. Device has been explanted. This record is for the right side.